Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A biomed technician at a hemodialysis clinic reported to technical support that a 2008t machine had the reinforced tubing that carries the fresh/spent dialysate to/from the dialyzer was cut during treatment. The patient experienced approximately 100 ml blood loss. Follow up with the biomedical technician indicates that the patient completed treatment on a different machine. The patient experienced blood loss of greater than 100 ml. But the patient did not require any medical intervention. The biomed technician reported that the machine was fixed by cutting the tubing back and reattaching it. The dialysis machine was returned to service.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.